Event description:
It was reported that during an unknown procedure, the white tip of the device was coming off. The tip still remains on the device. Unknown how the procedure was completed. No patient consequence reported.

Manufacturer narrative:
Date sent: 4/28/08. Into anticipated, but unavailable at this time.